Manufacturer narrative:
The lot number and implanted date of the implant were requested from the complainant. The complainant indicated neither was available. Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
The clinician reports that within months after the dental implant was placed in the mouth, the implant failed. Clinician noted the patient's infection and fistula. The product will be forwarded to the manufacturer for investigation. There were no reported post-operative complications.

Manufacturer narrative:
The lot number and implanted date of the implant were requested from the complainant. The complainant indicated neither was available. Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc. After the evaluation was noticed that the item received is different from the item reported. Therefore, the item was corrected and the lot number was not considered.

Event description:
The clinician reports that within months after the dental implant was placed in the mouth, the implant failed. Clinician noted the patient's infection and fistula. The product will be forwarded to the manufacturer for investigation. There were no reported post-operative complications. (B)(4).